Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 97791, lot# unknown, product type: accessory. H3. Analysis of the lead with serial number (B)(6) found that all conductors are broken 17.2 centimeters from the distal end of the lead. Analysis of the lead with serial number (B)(6) found that all conductors are broken 18.1 centimeters from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Devices were returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2019,explanted: (B)(6) 2021, product type lead product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead product ID 97791, lot# unknown, product type accessory product ID 97791, lot# unknown, product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient had an out of regulation (oor) message on device and couldn't turn the intensity up past 0.1. Patient reported no falls and trauma. Patient services interrogated the ins and check impedances. First impedance check showed high impedances (40000) on contact 10, 13, 14 and 15. Checked impedances again and only 10, 13 and 14 showed high impedances and 15 now showed green and 760. Checked a third time to try to get some consistency and 10,11,13, 14 and 15 all measured 40000. All of the patients programming was on lead 8-15. Rep was not able to find any programming that overcame oor on lead 8-15. Switched to lead 0-7 and was able to find some satisfactory programming on that lead, was running 450pw and 60 hz on programming. Troubleshooting resolved the issue. No symptoms were reported. No further complications were reported or anticipated.